Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The automated impella controller was noted to have optical bench issues. There was no patient use at the time or any chance of harm. The aic will be removed from service and repaired.

Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. The console logs from the reported event day correspond with the complaint, indicating that the contrast value was out of specification. Upon testing the console, the, voltage measurements were conducted from the power battery manager (pbm) to the optical bench, as well as across the lamp. It was noted that the voltage across the lamp measured approximately 0.227v. Further voltage across the impellatronic were also measured and no issue were found. Additionally, the external optical connector was found contaminated and remained unclean despite efforts to clean it. The root cause for reported complaint of the contrast value outside the specification range and later found controller error (defective optical sensor lamp) alarm was due to the defective optical bench. H3 device evaluation was erroneously selected yes on the initial manufacturer device report number 1220648-2025-27144.